Event description:
Additional information received reported the patient did not have concerns with her device or therapy. The patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient had an appointment on (B)(6) 2012.

Event description:
It was reported that the patient was experiencing pain that was on the right hand side of patient's body, including her face, from a stroke. The increased pain had been occurring for at least a year now. The patient had an appointment scheduled with their healthcare provider. The patient did not believe her ins was working properly. The patient was told if she has scar tissue build up the physician may not be able to help her. It was also noted that the patient had been looking for the pp (patient programmer) for at least 2 weeks now and could not find it. Later reporting noted that a replacement patient programmer had been ordered for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: 2003 (B)(6), product typ extension, product ID 748925, serial# (B)(4), implanted: 2003 (B)(6), product typ extension, product ID 7435, serial# (B)(4), implanted: 2003 (B)(6), product typ programmer, patient product ID 389133, lot# j0235566v, implanted: 2003 (B)(6), product typ lead, product ID 389133, lot# j0235545v, implanted: 2003 (B)(6), product typ lead. (B)(4).